Manufacturer narrative:
The device history record was reviewed and indicated that the component met specification. There was no indication that the manufacturing of the components contributed to this complaint. It is unknown if the patient's medical history or a traumatic event could have contributed to the failure of the components and the fracture of the tibia.

Event description:
The patient underwent a revision surgery on (B)(6) 2020 due to a periprosthetic fracture of the anterior tibia as well as dissociation between the tibial baseplate and the tibial stem extension. The tibial baseplate, stem extension, poly spacer, tibial hinge component, and distal femur axial pin were explanted and replaced with new implants. The periprosthetic fracture was also repaired during the revision.